Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. There was minimal vessel calcification and tortuosity. A 16mm diameter x 11.5cm length iliac stent delivery system was inserted through a 16 french sheath into the left contralateral iliac artery. It was reported that while the physician cranked the deployment handle the black ring broke. The physician stated he believed it was due to the adhesive. It was reported that there was no resistance when deploying the stent graft. The physician manually retracted the outer sheath and successfully deployed the stent graft. There were no procedural complications and the patient is reported to be fine. Medtronic ave has received the device and returned goods investigation is pending.

Event description:
Returned goods investigation reveals that the device was returned bent into a "u" shape and packed in a small rectangular box. The device was returned with blood inside and outside the catheter, and the stent graft was no longer loaded. The cpc was retracted about 3.5" one side of the black ring had been broken off the molded slider, and one peg of the detached half was bent. There was a kink on the graft cover 9.5cm proximal to the distal tip of the graft cover. The runners and molded slider were within normal limits. The graft cover could be retracted without difficulty. Dimensional analysis was performed on the black ring, and it was found to be within specs. Based on the info available and the investigation performed, the cause of the broken ring could not be determined.